Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Part number: 3-45270-03, reagent display driver board #6; part number 3-45036-01, reagent display door assembly. An abbott field service representative (fsr) visited the customer site and replaced the tdxflx analyzer's reagent display door assembly (part no. 3-45036-01) and the reagent display driver board #6 (part no. 3-45270-03) as hard failures to resolve the issue. Subsequent instrument operations and test results were acceptable. The tdxflx system operations manual ((B)(4)) provides information on operational precautions and limitations. The manual includes directions for emergency shutdown of the tdxflx analyzer. A 12 month search for similar complaints (for the time period of (B)(6) 2008 to (B)(6) 2009) found that three complaints were initiated due to smoke observed coming from a tdxflx analyzer due to a reagent display driver board #6 failure. A search of the tdxflx service history logs found that no additional customer complaints for tdxflx serial number (B)(4) have been initiated since the fsr replaced the reagent display driver board #6 and the reagent display door assembly. No adverse trends due to the issue have been identified. A malfunction of the tdxflx was identified. Tdxflx serial number (B)(4) emitted a burning smell and visible smoke due to the failure of the reagent display driver board #6. The fsr replaced the damaged/malfunctioning reagent display driver board #6 and the reagent display door assembly to resolve the issue. The fsr could not determine the cause of the reagent display driver board #6, but the part probably failed from normal use. The actual cause of the tdxflx reagent display driver board #6 failure could not be determined with the available information. Based on the available information and this investigation, no deficiency was identified for the tdxflx analyzer list number 4a24-96, the reagent display driver board #6 part number 3-45270-03, or the reagent display door assembly part number 3-45036-01 for the issue under evaluation. This is a final report.

Event description:
The customer states that a blank display screen appeared on the tdxflx analyzer so power was cycled and when the analyzer came back on a strong electrical smell accompanied by smoke was detected. There were no injuries reported nor damage to the surrounding environment. The analyzer was powered off and unplugged from the wall outlet. A service call was requested. There is no impact to any patient management reported.